Event description:
Suture needle broke off the suture during the incision closing of the case. Surgery completed was rhinoplasty with septoplasty, septal perforation repair, costal cartilage graft, perichondrial graft, rectus fascia graft, fat graft, inferior turbinate. Involved suture 4-0 plain gut ethicon suture - sc-1 needle.